Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the suture was not captured after deployment. A second proglide was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the complete suture was loaded in the device with the knot unformed. It was observed that the posterior needle tip had been torn from the rail end of the suture as evidence by the damaged suture end. The posterior needle tip detachment prevented harvesting of the suture of this device. The return of the suture with the knot unformed indicates the detachment occurred before plunger removal was completed. The damaged detected at the rail end of the suture indicates resistance was encounter during deployment. To assure that the detachable needle tip is aligned correctly, the tip and suture are inserted and bonded and inspected during manufacture. In consideration of the report of the access site being mildly calcified. It should be noted that the instructions for use under special patient population states: the safety and effectiveness of the perclose proglide smc devices have not been established in the patients with femoral artery calcium which is fluoroscopically visible at the access site. This indicates that the reported patients anatomical condition may have been a contributing factor in the event. To assure that all products perform according to specifications they are subject to inspection twice during manufacturing. The needle trajectory of each device is inspected during manufacturing. Based on the analysis, inspection criteria and reported information the cause of the needle tip detachment appears to be related to operational influences. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.